Event description:
New information notes loss of defibrillation therapy and the patient was recovering after the procedure.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed back up operation due to off label magnetic resonance imaging test on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was unknown.